Event description:
Pt s/p rt ileocolectomy today. At 2030 pt was awake and responsive, approximately 5-10 mins later pt was found unresponsive. No respirations no pulse. Code was called, CPR was initiated epidural turned off after approx 3 mins of ventilation and chest compressions pt regained a pulse and spontaneous respirations. Pt had nsr on monitor, o2 saturation of 100% on nrb, bp 110/60, hr 76. EKG-nl sinus rhythm initial abg 6.92/co2 95/o2 152/19/-15.6 97.2%. Pt rec'd 0.4mg narcon x 2. After 2nd narcon pt moved "lue" spontaneously, 1.amp bicarb given, narcan 0.4 x 1 given and 2nd abg obtained 7.31/38/163/19/-7.1/98.9% on nrb. Pt transferred to ICU, upon arrival pt w/bp 129/54, hr 87, 100% o2 sat nrb, dilated pupils, pt opening eyes to voice, moving all 4 extremities. In ICU: add'l amp bicarb given. Head CT: no acute changes, imp: pt improving, possible narcotic intoxication, pt responded to 3 x 0.4mg narcan doses, narcotic: anesthesia called and evaluated epidural - possible infiltration of vein.